Event description:
It was reported to the manufacturer by the facility, (B)(6) health and rehab, per facility a pin on the lift cradle came loose and is missing, the resident fell hit head and was sent to the hospital for medical exam and then was admitted. Manufacturer sent a new scale and cradle to the facility. (B)(4).

Manufacturer narrative:
Joerns healthcare will be sending copy of this report to: lift manufacturer [apex healthcare mfg inc] and the scale manufacturer [ims inc (integrated measurement systems inc)].